Event description:
It was reported that the monopolar curved scissors instrument wire is broken and no pieces fell inside of the pt. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable is broken at the proximal pulley and the pulley spins freely. The other cables at wrist are not damaged. Engineering determined that the cable broke under tensile loading and the cable wear on pulleys combined with high blade closing force likely contributed to breakage. Engineering also observed the distal end of main tube has a 3 inch long section with material removed. The damaged area is parallel to the tube axis and has a wear pattern similar to cannula related tube abrasions. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.